Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of 694 units released for distribution in april, 2020. When the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that, on (B)(6) 2020, the heat sealed edge of the 3dmax, medium, left had small slits (cracks), that became more pronounced when the mesh was manipulated. As reported, the surgeon did not use the mesh and used another mesh to complete the case.

Event description:
It was reported that, on (B)(6) 2020, the heat sealed edge of the 3dmax, medium, left had small slits (cracks), that became more pronounced when the mesh was manipulated. As reported, the surgeon did not use the mesh and used another mesh to complete the case.

Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april, 2020. Addendum: this is an addendum to the initial MDR. This supplemental MDR was submitted to document the results of the sample evaluation. The sample evaluation finds the product had been handled in preparation for use. Multiple frays/tearing were noted in the edge seal of the mesh. There is no indication that fixation was performed as was reported. No manufacturing anomalies were found. The found edge seal tearing condition is not indicative of the as manufactured condition. Based on the sample evaluation and investigation performed, the issue was most likely to have occurred during user/device interface while in preparation to deploy the mesh. . H3 other text : sample evaluated.